Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the device would not pace after changing battery on the pacemaker. The alleged failure was observed while in use on a patient. No adverse patient impact was reported.